Event description:
Contact states that during an ectopic pregnancy case 3 staff members experienced strikethrough in the abdominal area of the gown.

Manufacturer narrative:
Date sent to FDA: 2/11/1998.